Event description:
Foley was being inserted by nurse with foley friend. They were about to put the sterile water into the balloon when the nurse noticed floating brown material within sterile water syringe. They immediately saw this and put the sterile syringe elsewhere, using another syringe to fill the balloon.